Event description:
It was reported by the user facility that the saline bag back-filled during recirculation. There was no patient involvement. When checked, it had dialysate in the bag - used a bicarb test strip and it was positive. The biomedical technician was unable to replicate the issue, the air separator was replaced. The machine was replaced back into service.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The hemodialysis machine part air separator assembly was received in good cosmetic condition to the manufacturer for physical evaluation and failure analysis. The simulated treatments were performed without any problems and no presence of fluid leaks. Verified presence of filling program when probes from the air separator assembly are removed. The reported complaint of the saline bag filling was not duplicated. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.